Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a "low battery" alert prior. Customer also received a weak battery alarm and low battery alarm. Customer's blood glucose was 156 mg/dl. During troubleshooting, it was found that battery cap appeared to be corroded. After troubleshooting, customer was advised that battery cap would be replaced.